Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2001 the patient presented with following indications: back pain and left lower quadrant pain, he was found to have progressively worsening left lower quadrant pain as well as air in the retroperitoneum on the plain films. CT scan of the abdomen demonstrated the free air as well as some stranding in the region of the left descending colon. The patient was taken to the operating room for expected perforated diverticulitis. On (B)(6) 2001 the patient underwent the following procedures: exploratory laparotomy, left colon resection and colostomy creation to treat perforated diverticulitis. On (B)(6) 2001 the patient underwent the following procedures: exploratory laparotomy, revision of colostomy to treat the following pre-op diagnosis: perforated diverticulitis and colostomy failure. On (B)(6) /2001 the patient underwent the following procedures: colostomy taken down, revision of the keloid scar of the upper middle wall, anal dilatation to treat the following pre-op diagnosis: diverticular disease, status post hartmann's procedure for perforated diverticulitis. On (B)(6) 2002 the patient underwent the following procedures: video urodynamics, cystoscopy to treat urinary frequency and nocturia. Impressions: status post cystoscopy and video urodynamics, detrusor sphincter dyssynergia, urinary frequency. On (B)(6) 2005 the patient underwent the following procedures: gill procedure at l3-4 with interbody arthrodesis using bak cages and followed by removal of pedicle screw fixation at lower level and application of pedicle screws at l3 and attached to the l4-l5 screws in place to treat the following pre-op diagnosis: spondylolisthesis, status post prior fusion of listhesis at l4-5. Op notes: pars defect was taken out bilaterally. The disk itself done bilaterally. Once the disk was adequately removed 11 x 24mm cages were positioned fluoroscopically. These fit rather tight and securely and the listhesis was nicely reduced. The pedicles as l3 were identified and cannulated under fluoroscopic review. 6.5 x 4.5 cm screws were positioned bilaterally. These were then placed into construct of the preexisting screws. New crossbars were bent and put into position. With these in position, the locking nuts were applied. It was clear that the roots were nicely decompressed. Hemostasis was achieved in the usual fashion. There were no signs of cerebrospinal fluid leak. The wound was then closed in the usual fashion. On (B)(6) 2005 patient underwent the following procedures: gill procedure at l3-4 with interbody arthrodesis using bak cages and followed by removal of pedicle screw fixation at lower levels and application of pedicle screws at l3 and attached to the l4-5 screws in place to treat the following pre-op diagnosis: spondylolisthesis l3-4, status post prior fusion of listhesis at l4-5. On (B)(6) 2006 the patient underwent the following procedures: right lumbar paravertebral facet nerve radiofrequency ablation. On (B)(6) 2006 patient underwent the following procedures: radiofrequency ablation of the left facet nerve, medial branch, at the level of l3, l4, l5 and s1 to treat the pre-op diagnosis of failed back syndrome. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.